Event description:
A complaint was received from a customer that reported the "left of the display" does not always show up. While on the phone a review of the system was conducted. It was learned that the "hundred and tens digit" were missing segments. A request was made to return the system for eval and in the meantime a replacement unit was provided.